Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 597 mg/dl. Customer¿s current blood glucose is 571 mg/dl. The customer did experienced the symptoms such as urinate a lot, drink a lot of fluids, blurry vision. Customer also reports tubing clamp was available. Customer was assisted with high pressure test and no delivery alarm occurred during the test. The customer treated with the changing set and bolus. Troubleshooting was done for high blood glucose and customer reports they do not have a back-up plan available. The drive support cap appears normal. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The insulin pump will not be returned for analysis.